Manufacturer narrative:
Follow up information was received on 14-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: lot number: 915893 manufacturing date: 2011/10 expiration date: 2014/10. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion perforation) inserted and 3 years after insertion, she had a tubal pregnancy. It was noticed that essure was not in correctly (place) / turned side way / it was poking, seen as uterine perforation. Consumer stated 'they fixed it'. She also experienced bacterial infection back to back, all the time, seen as pelvic infection and had gastric ulcer in her stomach and had surgeries done after the essure insert. Uterine perforation, ectopic pregnancy and pelvic infection are anticipated whereas surgery and gastric ulcers are unanticipated in the reference safety information for essure. Considering the pathophysiology of gastric ulcers and the local action of essure at the fallopian tubes, causality between them was considered unrelated. Given the lack of sufficient information, such as surgery's location, indications, and concurrent conditions, a causal relationship between this event and essure cannot be assessed. Uterine perforation, ectopic pregnancy and pelvic infection may occur after essure insertion. Considered the information received, causality with essure cannot be excluded. In addition, non serious events were reported. This case was regarded as incident, as a surgical intervention was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is expected.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 20-jan-2017: significant new information - no further information expected (all follow-up attempts completed) - case closed. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion perforation) inserted and 3 years after insertion, she had a tubal pregnancy. It was noticed that essure was not in correctly (place) / turned side way / it was poking, seen as uterine perforation. Consumer stated 'they fixed it'. She also experienced bacterial infection back to back, all the time, seen as pelvic infection and had gastric ulcer in her stomach and had surgeries done after the essure insert. Uterine perforation, ectopic pregnancy and pelvic infection are anticipated whereas surgery and gastric ulcers are unanticipated in the reference safety information for essure. Considering the pathophysiology of gastric ulcers and the local action of essure at the fallopian tubes, causality between them was considered unrelated. Given the lack of sufficient information, such as surgery's location, indications, and concurrent conditions, a causal relationship between this event and essure cannot be assessed. Uterine perforation, ectopic pregnancy and pelvic infection may occur after essure insertion. Considered the information received, causality with essure cannot be excluded. In addition, non serious events were reported. This case was regarded as incident, as a surgical intervention was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a consumer in united states on 14-oct-2016. It describes the occurrence of pregnancy in a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Consumer did not have the hysterosalpingogram test done after essure insertion. She stated that doctor never did the dye to make sure there were in correctly. Patient became pregnant in (B)(6) 2015 in the right tube (tubal pregnancy). They find out the essure was not in correctly. It was poking, turned side way because she had a tubal pregnancy. They fixed it. Ever since she had the essure placed in she had nothing but bacterial infection back to back, all the time. She said she was not done about not having children. Now she has to do in vitro. She had excruciating pain. New gynecologist did the hsg test because of the fact she got pregnant and was complaining her right side of her pelvic was always hurting. New doctor moved the right insert into place and consumer had surgeries done after the essure insert. She also had ulcer in her stomach, hemorrhoids in lower intestine recently. She mentioned that she has been seeing on tv also that women have been having problems also getting law suit the doctors putting them in. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion perforation) inserted and 3 years after insertion, she had a tubal pregnancy. It was noticed that essure was not in correctly (place) / turned side way / it was poking, seen as uterine perforation. Consumer stated 'they fixed it'. She also experienced bacterial infection back to back, all the time, seen as pelvic infection and had gastric ulcer in her stomach and had surgeries done after the essure insert. Uterine perforation, ectopic pregnancy and pelvic infection are anticipated whereas surgery and gastric ulcers are unanticipated in the reference safety information for essure. Considering the pathophysiology of gastric ulcers and the local action of essure at the fallopian tubes, causality between them was considered unrelated. Given the lack of sufficient information, such as surgery's location, indications, and concurrent conditions, a causal relationship between this event and essure cannot be assessed. Uterine perforation, ectopic pregnancy and pelvic infection may occur after essure insertion. Considered the information received, causality with essure cannot be excluded. In addition, non serious events were reported. This case was regarded as incident, as a surgical intervention was required. A product technical analysis and further information are expected.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure was not in correctly / turned side way / it was poking'), ectopic pregnancy with contraceptive device ('tubal pregnancy / pregnancy (ectopic),'), pelvic infection ('bacterial infection back to back, all the time'), surgery ('patient had surgeries done after the essure insert'), gastric ulcer ('ulcer in her stomach') and genital haemorrhage ('general abnormal bleeding.') In a 33-year-old female patient who had essure (batch no. 915893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device monitoring procedure not performed "not have the hsg test done after/doctor never did the dye" and device use error "moved the right insert into place". The patient's medical history included lung disease, asthma, cervical cancer, urinary tract infection, hospitalization nos (white female admitted to the hospital with a petition stating that due to stress she wanted to end her life. She attempted to overdose white female admitted to the hospital with a petition stating that due to stress she wanted to end her life. She attempted to overdose), dehydration, d & c, cholecystitis, multigravida and multiparous. Concurrent conditions included nausea, swollen ankles, pain ankle, hypokalemia, crying, osteochondritis dissecans, adenomyosis, overweight, anxiety, panic attacks and depression. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In april 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In november 2012, the patient experienced pelvic pain ("excruciating pain / her right side of her pelvic was always hurting"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), gastric ulcer (seriousness criterion medically significant), haemorrhoids ("hemorrhoids in lower intestine recently"), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety/mental anguish"), panic attack ("panic attacks"), depression ("depression") and abdominal pain ("abdominal pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent surgery (seriousness criterion medically significant). The patient was treated with alprazolam (xanax) and surgery (surgeries done after the essure insert). At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, pelvic infection, surgery, pelvic pain, gastric ulcer, haemorrhoids, genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, panic attack, depression, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, gastric ulcer, genital haemorrhage, haemorrhoids, menorrhagia, panic attack, pelvic infection, pelvic pain, surgery, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not have the hysterosalpingogram test done after essure insertion. She became pregnant in jun-2015 in the right tube (tubal pregnancy). No hsg test was done due to pregnancy. She said she was not done about not having children. Now she has to do in vitro. Discrepancy noted- previously mentioned - plaintiff undergone hsg test, and now mentioned as plaintiff does not undergo essure confirmation test. Plaintiff was unable to afford removal surgery. Plaintiff received treatment for psych injury. The right ostia was visualized and the essure device was implanted without any difficulty. One coil was visible. The essure was then implanted in the left ostia with approximately 3 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2012: 1. Essure device is not well visualized but a portion of it is seen within the left adnexa. 2. Heterogeneous myometrium may relate to diffuse fibroid changes or adenomyosis. Quality-safety evaluation of ptc: lot number: 915893 manufacturing date: 2011/10 expiration date: 2014/10. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received: new events " dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain" were added. Severity of event "pelvic pain" updated as " severe". Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure was not in correctly / turned side way / it was poking'), ectopic pregnancy with contraceptive device ('tubal pregnancy'), pelvic infection ('bacterial infection back to back, all the time'), surgery ('patient had surgeries done after the essure insert'), gastric ulcer ('ulcer in her stomach') and genital haemorrhage ('general abnormal bleeding.') In a 33-year-old female patient who had essure (batch no. 915893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device monitoring procedure not performed "not have the hsg test done after/doctor never did the dye" and device use error "moved the right insert into place". The patient's medical history included lung disease, asthma, cervical cancer, urinary tract infection, hospitalization nos (white female admitted to the hospital with a petition stating that due to stress she wanted to end her life. She attempted to overdose white female admitted to the hospital with a petition stating that due to stress she wanted to end her life. She attempted to overdose) and dehydration. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("excruciating pain / her right side of her pelvic was always hurting"), gastric ulcer (seriousness criterion medically significant), haemorrhoids ("hemorrhoids in lower intestine recently"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("anxiety/mental anguish"), panic attack ("panic attacks"), depression ("depression") and abdominal pain ("abdominal pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent surgery (seriousness criterion medically significant). The patient was treated with alprazolam (xanax) and surgery (surgeries done after the essure insert). At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, pelvic infection, surgery, pelvic pain, gastric ulcer, haemorrhoids, genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, panic attack, depression and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, ectopic pregnancy with contraceptive device, gastric ulcer, genital haemorrhage, haemorrhoids, menorrhagia, panic attack, pelvic infection, pelvic pain, surgery, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she did not have the hysterosalpingogram test done after essure insertion. She became pregnant in (B)(6) 2015 in the right tube (tubal pregnancy). No hsg test was done due to pregnancy. She said she was not done about not having children. Now she has to do in vitro. Discrepancy noted- previously mentioned - plaintiff undergone hsg test, and now mentioned as plaintiff does not undergo essure confirmation test. Plaintiff was unable to afford removal surgery. Plaintiff received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: lot number: 915893, manufacturing date: 2011/10, expiration date: 2014/10. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 14-nov-2019: this is a retention case.upon internal review it was found that this case was duplicate of (B)(4) therefore the case (B)(4) was marked for deletion. All the information from deletion case (B)(4) including references and source documents has been transferred to this case . Reporter's information , reporters causality comments , references were added. New event :abnormal bleeding (vaginal, menorrhagia), anxiety, panic attacks, depression ,anxiety/mental anguish, abdominal pain were added. Medical history , concomitant drugs and lab data was transferred. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure was not in correctly / turned side way / it was poking'), ectopic pregnancy with contraceptive device ('tubal pregnancy / pregnancy (ectopic),'), pelvic infection ('bacterial infection back to back, all the time'), gastric ulcer ('ulcer in her stomach') and genital haemorrhage ('general abnormal bleeding.') In a 33-year-old female patient who had essure (batch no. 915893, 916893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device monitoring procedure not performed "not have the hsg test done after/doctor never did the dye" and device use error "moved the right insert into place". The patient's medical history included lung disease, asthma, cervical cancer, urinary tract infection, hospitalization nos (white female admitted to the hospital with a petition stating that due to stress she wanted to end her life. She attempted to overdose. White female admitted to the hospital with a petition stating that due to stress she wanted to end her life. She attempted to overdose), dehydration, d & c, cholecystitis, multigravida, multiparous and miscarriage. Concurrent conditions included nausea, swollen ankles, pain ankle, hypokalemia, crying, osteochondritis dissecans, adenomyosis, overweight, anxiety, panic attacks and depression. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("anxiety/mental anguish"), panic attack ("panic attacks"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pelvic pain ("excruciating pain / her right side of her pelvic was always hurting"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), gastric ulcer (seriousness criterion medically significant), haemorrhoids ("hemorrhoids in lower intestine recently"), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent surgery ("patient had surgeries done after the essure insert"). The patient was treated with alprazolam (xanax) and surgery (surgeries done after the essure insert). At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, pelvic infection, surgery, pelvic pain, gastric ulcer, haemorrhoids, genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, panic attack, depression, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, gastric ulcer, genital haemorrhage, haemorrhoids, menorrhagia, panic attack, pelvic infection, pelvic pain, surgery, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not have the hysterosalpingogram test done after essure insertion. She became pregnant in (B)(6) 2015 in the right tube (tubal pregnancy). No hsg test was done due to pregnancy. She said she was not done about not having children. Now she has to do in vitro. Discrepancy noted- previously mentioned - plaintiff undergone hsg test, and now mentioned as plaintiff does not undergo essure confirmation test. Plaintiff was unable to afford removal surgery. Plaintiff received treatment for psych injury. The right ostia was visualized and the essure device was implanted without any difficulty. One coil was visible. The essure was then implanted in the left ostia with approximately 3 coils showing. Patient received treatment for events ¿pelvic pain , psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2012: 1. Essure device is not well visualized but a portion of it is seen within the left adnexa. 2. Heterogeneous myometrium may relate to diffuse fibroid changes or adenomyosis. Quality-safety evaluation of ptc: lot number: 915893 manufacturing date: 2011/10 expiration date: 2014/10. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 31-jul-2020: pfs received. Lot number was added. Medical history were reported. Events onset date were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure was not in correctly / turned side way / it was poking'), device dislocation ('the right echogenic essure device is not visualized'), ectopic pregnancy with contraceptive device ('tubal pregnancy / pregnancy (ectopic),'), pelvic infection ('bacterial infection back to back, all the time') and gastric ulcer ('ulcer in her stomach') in a 33-year-old female patient who had essure (batch no. (916893-inv) ,915893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "moved the right insert into place", device ineffective "device ineffective" and device monitoring procedure not performed "not have the hsg test done after/doctor never did the dye". The patient's medical history included lung disease, asthma, cervical cancer, urinary tract infection, hospitalization nos (white female admitted to the hospital with a petition stating that due to stress she wanted to end her life. She attempted to overdose. White female admitted to the hospital with a petition. Stating that due to stress she wanted to end her life. She attempted to overdose), dehydration, d & c, cholecystitis, multigravida, multiparous, miscarriage, vaginal bleeding, ectopic pregnancy, acid reflux (oesophageal), chronic lumbago, vaginitis and vaginal discharge. Concurrent conditions included nausea, swollen ankles, pain ankle, hypokalemia, crying, osteochondritis dissecans, adenomyosis, overweight, anxiety, panic attacks and depression. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), baclofen, buprenorphine hydrochloride;naloxone hydrochloride (suboxone), celecoxib (celexa), clonazepam (klonopin), clonidine (catapres), docusate sodium (colace), fish oil, fluticasone propionate;salmeterol xinafoate (advair hfa), hydrocodone bitartrate;paracetamol (norco), ibuprofen, lamotrigine (lamictal), loratadine, lurasidone hydrochloride (latuda), montelukast sodium, omeprazole, paracetamol (acetaminophen), quetiapine fumarate (seroquel), ranitidine hydrochloride (zantac), simvastatin, simvastatin (zocor), sucralfate (carafate), topiramate (topamax), tramadol and vitamins nos (multivitamins). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("anxiety/mental anguish"), panic attack ("panic attacks"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pelvic pain ("excruciating pain / her right side of her pelvic was always hurting"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic infection (seriousness criteria medically significant and intervention required), gastric ulcer (seriousness criterion medically significant), haemorrhoids ("hemorrhoids in lower intestine recently"), genital haemorrhage ("general abnormal bleeding.") And abdominal pain ("abdominal pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent surgery ("patient had surgeries done after the essure insert"). The patient was treated with alprazolam (xanax) and surgery (surgeries done after the essure insert). At the time of the report, the uterine perforation, device dislocation, ectopic pregnancy with contraceptive device, pelvic infection, surgery, pelvic pain, gastric ulcer, haemorrhoids, genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, panic attack, depression, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, gastric ulcer, genital haemorrhage, haemorrhoids, menorrhagia, panic attack, pelvic infection, pelvic pain, surgery, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not have the hysterosalpingogram test done after essure insertion. She became pregnant in (B)(6) 2015 in the right tube (tubal pregnancy). No hsg test was done due to pregnancy. She said she was not done about not having children. Now she has to do in vitro. Discrepancy noted- previously mentioned - plaintiff undergone hsg test, and now mentioned as plaintiff does not undergo essure confirmation test. Plaintiff was unable to afford removal surgery. Plaintiff received treatment for psych injury. The right ostia was visualized and the essure device was implanted without any difficulty. One coil was visible. The essure was then implanted in the left ostia with approximately 3 coils showing. Patient received treatment for events ¿pelvic pain , psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on an unknown date: there is an echogenic essure device identified within the left adnexa adjacent to the left uterine cornu. The right echogenic essure device is not visualized; on (B)(6) 2012: 1. Essure device is not well visualized but a portion of it is seen within the left adnexa. 2. Heterogeneous myometrium may relate to diffuse fibroid changes or adenomyosis. X-ray - on an unknown date: there are bilateral essure devices in place. Lot number 916893 - not valid. Lot number: 915893 manufacturing date: 2011/10 expiration date: 2014/10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure was not in correctly / turned side way / it was poking'), device dislocation ('the right echogenic essure device is not visualized'), ectopic pregnancy with contraceptive device ('tubal pregnancy / pregnancy (ectopic),'), pelvic infection ('bacterial infection back to back, all the time') and gastric ulcer ('ulcer in her stomach') in a 33-year-old female patient who had essure (batch no. 915893, 916893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "moved the right insert into place", device ineffective "device ineffective" and device monitoring procedure not performed "not have the hsg test done after/doctor never did the dye". The patient's medical history included lung disease, asthma, cervical cancer, urinary tract infection, hospitalization nos (white female admitted to the hospital with a petition stating that due to stress she wanted to end her life. She attempted to overdose white female admitted to the hospital with a petition stating that due to stress she wanted to end her life. She attempted to overdose), dehydration, d & c, cholecystitis, multigravida, multiparous, miscarriage, vaginal bleeding, ectopic pregnancy, acid reflux (oesophageal), chronic lumbago, vaginitis and vaginal discharge. Concurrent conditions included nausea, swollen ankles, pain ankle, hypokalemia, crying, osteochondritis dissecans, adenomyosis, overweight, anxiety, panic attacks and depression. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), baclofen, buprenorphine hydrochloride;naloxone hydrochloride (suboxone), celecoxib (celexa), clonazepam (klonopin), clonidine (catapres), docusate sodium (colace), fish oil, fluticasone propionate;salmeterol xinafoate (advair hfa), hydrocodone bitartrate;paracetamol (norco), ibuprofen, lamotrigine (lamictal), loratadine, lurasidone hydrochloride (latuda), montelukast sodium, omeprazole, paracetamol (acetaminophen), quetiapine fumarate (seroquel), ranitidine hydrochloride (zantac), simvastatin, simvastatin (zocor), sucralfate (carafate), topiramate (topamax), tramadol and vitamins nos (multivitamins). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("anxiety/mental anguish"), panic attack ("panic attacks"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pelvic pain ("excruciating pain / her right side of her pelvic was always hurting"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic infection (seriousness criteria medically significant and intervention required), gastric ulcer (seriousness criterion medically significant), haemorrhoids ("hemorrhoids in lower intestine recently"), genital haemorrhage ("general abnormal bleeding.") And abdominal pain ("abdominal pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent surgery ("patient had surgeries done after the essure insert"). The patient was treated with alprazolam (xanax) and surgery (surgeries done after the essure insert). At the time of the report, the uterine perforation, device dislocation, ectopic pregnancy with contraceptive device, pelvic infection, surgery, pelvic pain, gastric ulcer, haemorrhoids, genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, panic attack, depression, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, gastric ulcer, genital haemorrhage, haemorrhoids, menorrhagia, panic attack, pelvic infection, pelvic pain, surgery, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not have the hysterosalpingogram test done after essure insertion. She became pregnant in (B)(6) 2015 in the right tube (tubal pregnancy). No hsg test was done due to pregnancy. She said she was not done about not having children. Now she has to do in vitro. Discrepancy noted- previously mentioned - plaintiff undergone hsg test, and now mentioned as plaintiff does not undergo essure confirmation test. Plaintiff was unable to afford removal surgery. Plaintiff received treatment for psych injury. The right ostia was visualized and the essure device was implanted without any difficulty. One coil was visible. The essure was then implanted in the left ostia with approximately 3 coils showing. Patient received treatment for events ¿pelvic pain , psych injury diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on an unknown date: there is an echogenic essure device identified within the left adnexa adjacent to the left uterine cornu. The right echogenic essure device is not visualized; on (B)(6) 2012: 1. Essure device is not well visualized but a portion of it is seen within the left adnexa. 2. Heterogeneous myometrium may relate to diffuse fibroid changes or adenomyosis. X-ray - on an unknown date: there are bilateral essure devices in place. Quality-safety evaluation of ptc: lot number: 915893 manufacturing date: 2011/10 expiration date: 2014/10. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 7-apr-2021: mr received. Reporter information, medical history, lab data, concomitant drugs added. Event: the right echogenic essure device is not visualized added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure was not in correctly / turned side way / it was poking'), device dislocation ('the right echogenic essure device is not visualized'), ectopic pregnancy with contraceptive device ('tubal pregnancy / pregnancy (ectopic),'), pelvic infection ('bacterial infection back to back, all the time') and gastric ulcer ('ulcer in her stomach') in a 33-year-old female patient who had essure (batch no. 915893, (916893 - inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "moved the right insert into place", device ineffective "device ineffective" and device monitoring procedure not performed "not have the hsg test done after/doctor never did the dye". The patient's medical history included lung disease, asthma, cervical cancer, urinary tract infection, hospitalization nos (white female admitted to the hospital with a petition stating that due to stress she wanted to end her life. She attempted to overdose white female admitted to the hospital with a petition stating that due to stress she wanted to end her life. She attempted to overdose), dehydration, d & c, cholecystitis, multigravida, multiparous, miscarriage, vaginal bleeding, ectopic pregnancy, acid reflux (oesophageal), chronic lumbago, vaginitis and vaginal discharge. Concurrent conditions included nausea, swollen ankles, pain ankle, hypokalemia, crying, osteochondritis dissecans, adenomyosis, overweight, anxiety, panic attacks and depression. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), baclofen, buprenorphine hydrochloride;naloxone hydrochloride (suboxone), celecoxib (celexa), clonazepam (klonopin), clonidine (catapres), docusate sodium (colace), fish oil, fluticasone propionate;salmeterol xinafoate (advair hfa), hydrocodone bitartrate;paracetamol (norco), ibuprofen, lamotrigine (lamictal), loratadine, lurasidone hydrochloride (latuda), montelukast sodium, omeprazole, paracetamol (acetaminophen), quetiapine fumarate (seroquel), ranitidine hydrochloride (zantac), simvastatin, simvastatin (zocor), sucralfate (carafate), topiramate (topamax), tramadol and vitamins nos (multivitamins). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("anxiety/mental anguish"), panic attack ("panic attacks"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In november 2012, the patient experienced pelvic pain ("excruciating pain / her right side of her pelvic was always hurting"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic infection (seriousness criteria medically significant and intervention required), gastric ulcer (seriousness criterion medically significant), haemorrhoids ("hemorrhoids in lower intestine recently"), genital haemorrhage ("general abnormal bleeding.") And abdominal pain ("abdominal pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent surgery ("patient had surgeries done after the essure insert"). The patient was treated with alprazolam (xanax) and surgery (surgeries done after the essure insert). At the time of the report, the uterine perforation, device dislocation, ectopic pregnancy with contraceptive device, pelvic infection, surgery, pelvic pain, gastric ulcer, haemorrhoids, genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, panic attack, depression, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, gastric ulcer, genital haemorrhage, haemorrhoids, menorrhagia, panic attack, pelvic infection, pelvic pain, surgery, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not have the hysterosalpingogram test done after essure insertion. She became pregnant in jun-2015 in the right tube (tubal pregnancy). No hsg test was done due to pregnancy. She said she was not done about not having children. Now she has to do in vitro. Discrepancy noted- previously mentioned - plaintiff undergone hsg test, and now mentioned as plaintiff does not undergo essure confirmation test. Plaintiff was unable to afford removal surgery. Plaintiff received treatment for psych injury. The right ostia was visualized and the essure device was implanted without any difficulty. One coil was visible. The essure was then implanted in the left ostia with approximately 3 coils showing. Patient received treatment for events ¿pelvic pain , psych injury diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on an unknown date: there is an echogenic essure device identified within the left adnexa adjacent to the left uterine cornu. The right echogenic essure device is not visualized; on (B)(6) 2012: 1. Essure device is not well visualized but a portion of it is seen within the left adnexa. 2. Heterogeneous myometrium may relate to diffuse fibroid changes or adenomyosis. X-ray - on an unknown date: there are bilateral essure devices in place. Quality-safety evaluation of ptc: lot number: 915893 manufacturing date: 2011/10 expiration date: 2014/10. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 16-apr-2021: update of information (batch is invalid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.